Event description:
The dr was unable to advance the dilator over the wire guide during a precutaneous tracheostomy procedure as the dilator was blocked. As a result, an open tracheostomy was performed in the or.